Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms beginning approximately one year ago. Review of stored device memory noted that all other lead measurements were stable and acceptable. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Event description:
Additional information was received that the ICD was explanted and replaced approximately one year later. The lead remains implanted and in service with the unknown replacement device. Increased threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms continue to be observed. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.